Event description:
It was reported that the patient presented for a procedure. During device preparation, it was discovered that the left ventricular (lv) lead had a sterilization expiration date of (B)(6) 2021. Physician was notified of the expired sterilization. The physician opted to implant the lv lead since the expiration was less than two months old and according to the physician the lv lead would not cause harm to the patient. The patient was in stable condition.